Event description:
The facility reported a colleague infusion pump with an inoperable pumphead module stop key. It is unknown when this event occurred but it occurred in the facility's emergency room. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an inoperable stop key on the pumphead module keypad was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided. However, the pumphead module keypad was found to have a disconnection in its circuit board vertical interconnect accesses. The pumphead module keypad was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Subsequent information indicates that the device was explanted. The device has been returned for analysis.